Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, one complete se stent was implanted to the proximal left sfa. Stenosis at the target lesion was reduced from 100% pre-procedure to 0% post-procedure. Approx 12 months post index procedure, sfa stenosis was reported. Investigator stated that the event was possibly related to the study stent. Successful arthrectomy and pta of left prox-distal sfa was performed.